Event description:
The device was returned for service. During service the device had alarm showing failure code 570. The hosp rep stated they have no record of any pt incident involving the pump since the last service event.